Event description:
Report received from a home hemodialysis nurse regarding a pt who reported experiencing shortness of breath, and felt that the system was not taking off the correct amount of fluid. The pt was hospitalized for two days (dates unspecified) during which time she was treated using a conventional machine. After the pt was discharged she continued treatments in center for approx two weeks. The pt returned to home treatment and the correct amount of fluid was not removed during treatment. The cycler was replaced. There have been no further issues.

Manufacturer narrative:
Eval of the device is ongoing at the time of this report. A follow up report will be submitted.